Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin. Net. Upon review, it was observed the implantable cardioverter defibrillator was in backup vvi pacing mode. The patient was seen in clinic where the backup error stated firmware reset. The device was successfully restored and a cyber security update completed successfully. There were no patient consequences.